Manufacturer narrative:
On-site investigation was performed by the field service engineer. According to the information received, the o2 gas module was replaced to resolve the issue. The defective part has been requested for further investigation but has not yet been received.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).